Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Pen needle 3 pack 29gx12.7 organon. Patient reported a serious safety issue involving follistim qcap needle occurring on (B)(6) 2025 during the patients at-home ivf treatment (overall treatment began on (B)(6) 2025), with resulted in the risk of physical and emotional harm being experienced. The facts and supporting materials outlined below. The patient reported that on (B)(6) 2025), after administering the follistim injection and following proper safety steps, the patient attempted to recap the needle using the outer protective cap to place back into the sharps container. The needle punched directly through the end of the protective plastic cap and pricked the patients thumb down to the tissue. (Refer to images provided) the patient used a flat surface and was extremely careful and stated they had done this many times before without any issues. The patient states that this was not a case of carelessness on the patients part. The patient followed every safety instruction provided by the clinic, and the instructions provided by organon to administer. The patient reported that she never had a finger infection before ¿ and within hours, her finger had become painful and began swelling. Given the nature of fertility injections and the sterility required, the patient detailed this was not just painful but is potentially dangerous for concern of infection and exposure to the contaminated needle. The patient states this was either a defective cap or a design flaw, and it created a very real and dangerous safety hazard. Organon are requesting an ae-pqc. Additional comments: that said, the lot# provided (# 3304312) aligns with cat#: 320117 (embecta bulk #). Note: we have emailed the sender requesting a review of the information provided. (B)(6) on (B)(6) 2025: 320117 / 47338782 provided not valid.